Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault and the backup battery not fully ¿clicking in¿ was confirmed via evaluation. No log files from the reported event were submitted for analysis. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis; however, 11v backup battery (ebb) (serial number (B)(6) was returned. Visual inspection of the ebb revealed pin 11 was bent and therefore could not properly connect with a test system controller. The observed bent pin pertains to detecting the white power cable. The bent pin was straightened to its intended position, and functional testing was then performed. No atypical faults were produced during testing, and the battery was found to perform as intended. Reported information stated that the coordinators replaced the battery with another battery from the shelf. The other ebb was able to connect without issue. Although the reported alarms were not reproduced, the backup battery fault alarm was determined to be due to the bent pin on the returned backup battery. The root cause of the bent pin could not be conclusively determined during this investigation. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The testing records were reviewed for the heartmate 11v battery (s/n: (B)(6) and it was found that the battery operated as intended. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch (rev d), section 5 - ¿surgical procedures¿, describes how to correctly install the backup battery in the system controller. The user is instructed to align the arrow on the cable with the arrow on the battery. The heartmate 3 patient handbook (rev a), section 5 - ¿alarms and troubleshooting¿, and heartmate 3 IFU, section 7 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the ventricular assist device (vad) coordinator opened a new system controller and the battery that came with it caused a backup battery fault and didn't look like it was fully clicking in. The coordinators were able to pull another battery from the shelf and that one worked just fine and clicked in fully.